Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "received call from pt.'s oncologists office that patient's nephew called with c/o leaking elastomeric pump. Pt sent here to for evaluation. When pt. Arrived for evaluation of leaking elastomeric pump. Cracked clave noted on mediport at the hub closest to the pt. Pt noted to have powdery white residue on shirt, chest and outside of mediport dressing. Pt clothing changed and skin washed with soap and water. No visible signs of skin irritation noted. Educated pt. And nephew on how to wash clothing contaminated with chemo, md made aware of cracked clave, decision made to deaccessed mediport needle, then reaccessed with new huber needle. Pt will receive a 1 day ivci of 5 fu via elastomeric pump to make up for what has not yet infused. Pt. And nephew aware. "